Manufacturer narrative:
Recall: notification. Correction/removal report number: z-1538-2017. It was reported that power port 2 was broken and loose on the controller. The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 and power port 2 connector; both connectors' locknuts inside the housing were loose. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. The manufacturer has opened an investigation with the supplier to evaluate loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the power port two connection on the controller was broken and loose. It was noted that the battery would become disconnected. The controller was exchanged. No patient complications have been reported as a result of this event.